Manufacturer narrative:
Concomitant medical products: model: dtma1d4, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2019; model: 4968-60, lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department feeling lightheaded, and the patient does not think their cardiac resynchronization therapy defibrillator (crt-d) is working. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent t-wave oversensing (twos) oversensing on stored electrograms (egm). Follow up was conducted and no reprogramming was completed at this time. The device and lead remain in use. No patient complications have been reported as a result of this event.